Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen was not working. The customer observed liquid patches on the right bottom section of the ventilator. The customer performed touch screen calibrations, but was unable to as the touch screen was not working. The customer reported no patient involvement associated with the event.